Event description:
It was reported that a patient using the ilet experienced fluctuating blood glucose with a peak around 400 mg/dl by ilet and 396 mg/dl by bgm, remained above 180 mg/dl for approximately 30 minutes within a 3-hour period, and then decreased to 121 mg/dl after sleep; the patient had multiple contact detach infusion sets fall off and requested inset replacement and additional training. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, diabetic ketoacidosis, or other acute effects. Outcomes included no medical intervention, no hospitalization, no backup therapy use, and no ketone testing. Investigation included troubleshooting, education, assignment for additional training, and a goodwill order for replacement infusion sets. Investigation of this case revealed a cause of hyperglycemia that was unclear, with potential contribution from infusion set adherence issues reported by the patient, and no alerts were reported for prolonged hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.